Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant seemed to loosing fullness".

Event description:
Healthcare professional reported "patient noticed right breast implant seemed to loosing fullness." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "patient noticed right breast implant seemed to loosing fullness." Device has been explanted.